Manufacturer narrative:
(B)(4). Only event year known: 2020. (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot number has not been provided. Additional information received: the article notes that any anti-reflux procedure will help with symptom improvement and not necessarily removal of the symptoms. However, acknowledging that the decrease in the mean gerd-hrql scores across all of the subjects does not imply that gerd was totally cured. The symptoms may still persist or aggravate despite the treatment. Thus, we agree with the more conservative approach of capturing the event. Additional information was requested, and the following was obtained: is the msa device mentioned in the article a torax linx device made by ethicon? Yes it is. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: lack of correlation between subjective and objective measures of gastroesophageal reflux disease: call for a novel validated assessment tool author: brittany l. Kothari, cna, andrew j. Borgert, phd, kara j. Kallies, ms, and shanu n. Kothari, md citation: surgical innovation 2020, vol. 0(0) 1¿5 doi: 10.1177/1553350620955031 the purpose of this retrospective review is to identify whether or not the subjective measure (gerd-hrql) correlated with objective measures (demeester score, les, acid exposure time, and bmi) of gerd severity. From october 2013 to june 2018, 151 patients (64% was female, mean age and bmi were 54.6 ± 14.6 years and 30.1 ± 4.1 kg/m2, respectively) underwent either laparoscopic msa (presumed linx) (ethicon) (n=45%) or nissen fundoplication (n=55%) for symptomatic gerd. Postoperative dysphagia (n=46), vomiting (n=8), gas-bloat syndrome (n=1), required dilation after msa (n=4) and had their msa device removed (n=2) were reported. With the post-operative dysphagia, the most common anti-reflux procedure had been msa. Total gerd-hrql scores significantly decreased from pre- to postoperative. There was no correlation between subjective and objective gerd scoring. These data indicate the need for both physiologic evaluation and subjective assessment of patient symptoms during preoperative work up. There is a need for a contemporary, validated gerd questionnaire that correlates with objective ph testing.